Manufacturer narrative:
This product was received and tested by technical services and the bad image, electric noise and intermittent no image failure was duplicated. The fault was determined to be an intermittent cable failure. The baton's rubber / plastic flex tube was detached from the metallic base and the wiring harness was exposed. The internal wiring on the baton (transmitting the video signal) was damaged noted in the abnormal orientation of the flex cable. Additionally the sealing of the baton was compromised. The customer was informed that the device should be replaced.

Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, there was an intermittent image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.